Manufacturer narrative:
Evaluation of complaint data for the architect ca 19-9xr reagent lot 71010m800, determined that there is normal complaint activity and no trends for the reported issue. Historical performance of reagent lot 71010m800 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 71010m800 is within the established control limits. A review of labeling was found to adequately address the issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified. Patient information; patient identifier-multiple = pt#1 and pt#2.

Event description:
The customer reported falsely elevated ca19-9 results on two patients. The results provided were: initial pt#1 = 59u/ml / repeat = 4.3 / 4.2u/ml; pt#2 = 60.8 / 2.9 / 3.98. There was no reported impact to patient management. There was no additional patient information provided.